Event description:
It was reported that "tip broke off during procedure, piece retrieved and trocar was discarded"

Manufacturer narrative:
The reported complaint could not be investigated as the device was not being returned for evaluation. No lot code number was provided to do a device history record review. At this time we are unable to investigate. We are considering this complaint closed.